Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this patient is being monitored after an alert for high out of range right atrial (ra) lead pace impedances. After the alert, myopotential noise oversensing was observed on the lead, which led to pauses in pacing, up to about 4 seconds. However the patient appeared to have an underlying rhythm of about 60 to 70 beats per minute. The atrial lead was from another manufacturer. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this patient is being monitored after an alert for high out of range right atrial (ra) lead pace impedances. After the alert, myopotential noise oversensing was observed on the lead, which led to pauses in pacing, up to about 4 seconds. However the patient appeared to have an underlying rhythm of about 60 to 70 beats per minute. The atrial lead was from another manufacturer. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated. It was reported that the device was later explanted and replaced due to a therapy upgrade. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
The evaluation conclusion code was updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient is being monitored after an alert for high out of range right atrial (ra) lead pace impedances. After the alert, myopotential noise oversensing was observed on the lead, which led to pauses in pacing, up to about 4 seconds. However the patient appeared to have an underlying rhythm of about 60 to 70 beats per minute. The atrial lead was from another manufacturer. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.